Event description:
It was reported that a device was used during an unknown procedure. It was reported the device overheated and stopped working during the procedure. The case was completed with another hp052. There was no patient consequence.